Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was discovered during drain one of four of peritoneal dialysis (pd) therapy. The patient was connected for therapy at the time of this event. Renal therapy services (rts) assisted the patient with ending therapy and advised to restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.